Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On july 26, 2021 customer returned pump for an alleged cracked case and battery compartment. Pump received with multiple cracks on the case and battery threads broken. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked case at the display window corners, broken belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.